Manufacturer narrative:
Added to event description and provided final coding from evaluation.

Event description:
It was reported to philips that there is a "power error" message in the display and a beeping alarm - battery issue the technician evaluated the device and found the battery dead. The battery needs replacement. The faulty component has been requested for failure analysis, but it is reportedly unavailable for such. Upon conclusion of the evaluation, it was determined that the battery required replacement. The battery was replaced and the device planed back into service.

Event description:
It was reported to philips that there is a "power error" message in the display and a beeping alarm. The device was reported to be in use, however there was no presorted adverse event.